Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The device was recertified and returned to the customer. Review of the device activity logs did show occurrences of a critical error; however this is not an indication of a device malfunction. The critical errors were cleared with the installation of new batteries. The batteries used at the time of the event were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.